Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred, and the pump battery could not be charged. Customer's blood glucose level was 203 mg/dl. Customer declined further troubleshooting with tandem technical support.